Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 7f sheath after a percutaneous coronary intervention procedure. Reportedly, "the needle hasn't reached the thread"; a cuff miss occurred; manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cuff miss incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.